Event description:
The customer reported that he was hospitalized for high blood glucose levels, with a reading of 585 mg/dl. The customer also stated that he had ketones. Troubleshooting was performed, and the insulin pump passed the prime test. Found that the customer got a no delivery alarm on the day of the event, but he didn't change the infusion set. The customer didn't have a tubing clamp at the time of the call, to conduct the high pressure test. A tubing clamp was sent, and the customer was advised to call back to conduct the test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.